Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the hard drive, the intelligent shut down board, and the gpos. The system software was reloaded. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed a corrupted files error message. No pt injury was reported.